Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for low blood glucose and partial display. Blood glucose at the time of incident was 47 mg/dl. Current blood glucose was 195 mg/dl. Patient has been experiencing low blood glucose for 3 weeks. Customer reported that in the bottom right corner there is a bright light. The customer experienced ill last night but feeling better now. Customer contacted family for low blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump powered up and the display shows a white spot on the lower right hand corner due to moisture damage on the electronic assembly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Moisture damage was also found inside of the battery tube, on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked battery tube threads, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.